Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent essure tubal occlusive device, anterior/posterior repair, cystoscopy due to sui, rectocele, hypermobile bladder neck, pelvic relaxation, multipara, and permanent sterilization. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent an exam under anesthesia, hysteroscopy, dilation and curettage and thermal balloon endometrial ablation, due to menorrhagia on (B)(6) 2011. No additional information was provided.